Event description:
It was reported that the pt died. No cause of death or relationship of the pt's death to the device/therapy was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report# 3004209178-2009-09512.